Event description:
The patient underwent septal myomectomy and mitral valve replacement using a 27-millimeter st. Jude mechanical valve approximately five months ago. The patient was readmitted to the hospital on one month after the surgery with breathlessness. Workup during that hospitalization led to the discovery of prosthetic valve dysfunction and ten days later patient underwent a redo sternotomy and replacement with a similar 27-millimeter st. Jude mechanical prosthesis. A one-centimeter thrombus vs. Vegetation was noted to be adherent to the center post of both leaflets of the explanted valve. This was sent for culture which was found to be negative for bacteria, fungus, or other organism. Subsequently, the patient was readmitted to the hospital two months after second replacement with prosthetic valve thrombosis and underwent a second redo sternotomy and the mitral valve was replaced with a 27-millimeter carpentier-edwards bioprosthesis. The patient also underwent evaluation for hypercoagulability and platelet abnormalities. The patient has been doing relatively well since then.